Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a craniotomy which had been planned with aid of navigation was performed that deviated from the desired location and needed to be extended for the surgery to be effective as intended, although: there is no indication of a systematic error or malfunction of the brainlab navigation device, and according brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place according to the hospital/surgeon, the deviation was detected directly after the craniotomy, before any critical surgical steps were performed (such as resection of brain tissue), the outcome of the surgery (removal of tumor) was successful as intended (with enlarged craniotomy) and there are no negative clinical effects for this patient due to this issue. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the alleged 10 mm deviation can be attributed to the following: insufficient quality of the preoperative MRI scan that was used with brainlab navigation, and insufficient point acquisition by the user during the patient registrations, not following the brainlab recommendations. This caused the brainlab cranial navigation software to not find a match between the display of the preoperative image dataset and the actual patient anatomy which was as accurate as desired. Further a relative movement between the patient's head and the brainlab navigation reference array may have occurred during the procedure, resulting in an additional shift of navigation information. Apparently the deviation was not recognized during the necessary verification of accuracy after the registration and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for tumor resection of a lesion was performed with the aid of the brainlab cranial navigation system version 3.1. According to the surgeon's planning the tumor location was superficial and close to the midline with a size of 1,8 ccm. A pre-operative MRI scan for use with brainlab navigation was acquired one day prior to the day of surgery. During the procedure the surgeon: positioned the patient in supine orientation clamped into a (non-brainlab) head holder, attached with the brainlab navigation reference array. Performed the initial patient registration (surface matching registration with brainlab z-touch) to match the virtual display of preoperative MRI scan to the current patient anatomy and verified the accuracy of registration with a satisfying result. Planned the craniotomy with the aid of navigation. Draped the patient, including exchanging the navigation reference array from unsterile to sterile. Performed the craniotomy. Verified the location of the craniotomy and noticed a deviation of the navigation information compared to the patient anatomy of about 10 mm lateral to the midline. Extended the craniotomy to be able to view and access the tumor and successfully performed the tumor resection. According to the hospital/surgeon, the deviation was detected directly after the craniotomy, before any critical surgical steps were performed (such as resection of brain tissue), the outcome of the surgery (removal of tumor) was successful as intended (with enlarged craniotomy) and there are no negative clinical effects for this patient due to this issue.